Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient with an indication of non union in need of open posterior lumbar fusion procedure used in spinal therapy. It was reported that they found the right s1 screw was broken during removal of old hardware. The patient had old hardware in at l4-s1 and surgeon was extending the construct to l2. The spine at l5-s1 was solidly fused so the plan was to extend north from l5 to l2 using legacy peek for that all the old hardware needed to be removed. While removing the old implant only half of the screw came out the other half remained in the patient. Surgeon said that the l5-s1 was solidly fused trying to so remove the broken piece would do more harm than good as he decided to leave it in the patient. Fragments left in the patient. There were no patient symptoms reported. There were no further complications reported regarding the event. Pre-operative diagnosis is lumbar fusion revision with possible non-union. The original implant date is estimated to be 10 years ago. The screw could have broken at any point since then but was noticed as they were removing the old hardware.